Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device alleging cancer with no further details provided. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has yet not been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.